Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device and found that the reported phenomenon could not be duplicated. Omsc had already investigated the video system center otv-s190 which was used with the subject device, and had found that there had been a trace of a liquid inside the video connector socket of the otv-s190. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the temporal communication failure between the otv-s190 and the subject device due to the adhesion of chemical liquid or water on the electrical contact of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause has been under investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing. The subject device gave error e218 which indicated the subject device had broken down. There was no report of patient injury associated with this event.